Event description:
It was reported that an alarm occurred, indicating issues with the pump. The customer¿s blood glucose level exceeded 500 mg/dl and was displayed as "high." The customer addressed the high blood glucose by administering a correction bolus via the pump, multiple daily injections, and inhalable insulin. No third-party assistance was required. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. Additional support included a pump system check by the technical support team.